Manufacturer narrative:
A company service representative examined the system. The air fluid controller pcb and cables were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. A sample was sent in and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "system message codes displayed." (Device displays error message). A nurse reported in between cases, prior to patient being prepped, an error code appeared. Four cases were subsequently canceled. There was no patient harm reported.